Event description:
It was reported that there were high impedances observed, ">10,000 or >20,000 ohms" with the ins (implantable neurostimulator) on combinations with electrodes 1 and 2. When impedances were checked again, "it bounced" to electrodes 5 and 7 and then it was 3, 5, and 7. It was stated that the 8-15 port was fine. The ports were then switched to try the other bore and still a couple of electrodes had high impedances. The mltc (multi-lead trialing cable) was consistently showing issues with all electrodes in combination with electrodes 1 and 2. It was unknown what impedances had been with previous ins because it was depleted (see manufacturer report # 3004209178-2013-10237 for information on the previous ins). The impedances were then measured with the ins connected and it was stated that it was possible the leads were switched since electrodes 0-7 were showing fine and 9 and 10 (equivalent to 1 and 2) were showing high impedances while 0-7 was all showing fine. Two days later it was reported that high impedances had not resolved. The cause of the issue had not been determined. No interventions were planned at the time of the report. It was stated that the lead had been programmed around the affected electrodes. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 355531, lot # n286508, implanted: (B)(6) 2011, product type screening device; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37092, lot # 283350001, implanted: (B)(6) 2011, product type accessory; product ID 3550-39, lot # n304121, implanted: (B)(6) 2011, product type accessory; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).